Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient complained about deterioration of the sound quality. Further device assessment is planned for (B)(6) 2016.

Manufacturer narrative:
Additional information: according to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation at the explanted device is necessary. A re-implantation is not considered at this point in time.

Event description:
The patient complained about the deterioration of the sound quality. In situ measurements show 7 electrode channels with high impedance. The device assessment performed on (B)(6) 2016, showed results consistent with previous findings. The patient will be closely monitored at this time, with no current plan for re-implantation.